Event description:
A physician reported a pt who was originally skin tested on 10 november 1998 in the right forearm with negative results. The pt was reskin tested on 1 december 1998 in the left forearm. On 11 december 1998, the pt presented with redness and swelling at the right forearm test site, [exact date of onset not known]. The left forearm test site was asymptomatic. The physician administered kenalog intralesional to the right forearm test site. On 29 january 1999, the pt presented with pain, redness, and swelling at the left forearm skin test site. The pt's right forearm test site symptoms were improved. Intralesional kenalog was administered to the left forearm test site. On 2 march 1999, the pt was examined and the physician noted redness and swelling at the right forearm test site, with improvement of symptoms at the left forearm test site. The physician administered intralesional kenalog to the right forearm test site. On 7 may 1999, the pt was examined and both test sites were red and swollen. Intralesional kenalog was admin to both test sites. The physician diagnosed the symptoms as a hypersensitivity.